Event description:
Respiratory therapy reports that while in ICU patient's room to do a vent check and checking equipment lines to see if hooked into wall properly (no equipment touched) pb980 vent screen went black and was not ventilating patient. Therapist proceeded to bag pt and called to get a replacement vent in room.